Event description:
The manufacturer's rep reported the patient experienced problems with stimulation in 2006; the patient had experienced shocking, jolting and a change in the location of stimulation therapy. At follow-up, high impedance readings were detected and a revision procedure was scheduled. The product was replaced and returned for analysis.

Manufacturer narrative:
Final device analysis results reveal the #3, #5, #6, #7 conductor wires are broken; fractures are located at their respective distal weld sites.